Manufacturer narrative:
Correction information was provided in h.6. On initial MDR the product code of a0204 was a submitted. It should have been a0205 on the original MDR. Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, the lens was injected into a 2.4 mm wide incision. Halfway into the anterior chamber, it got stuck and it was impossible to complete the implantation. The surgery was completed using the replacement lens.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was not returned stuck in a cartridge as described. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was bent in the gusset area and broken in the distal tip area (not returned). The optic edge was torn and had optic lens material missing (not returned). The reported lens stuck to case could not be confirmed. The lens was easily removed from the lens case using tweezers. The qualified associated cartridge was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported "stuck in cartridge" complaint could not be confirmed. The lens was not returned stuck in a cartridge as described. The lens was returned in the lens case for evaluation. Lens damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. The reported lens stuck to case could not be confirmed. The lens was easily removed from the lens case using tweezers. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol (intra ocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. During lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens implantation surgery, when removing the lens from the packaging, after opening the wagon wheel, the lens remained stuck to the top of the wagon wheel with its haptic (it did not remain in place at the bottom). Since visual inspection did not show any obvious damage to the lens, the surgeon continued the surgery. However, when pushing the lens out of the cartridge, the lens got stuck and was damaged. The patient was not affected by the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).